Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 75% restenosed, heavily calcified shunt. When the 5.0 mm x 40 mm armada 35 balloon dilatation catheter was pressurized, the pressure indicator did not increase. The device was examined and a leak was observed at the hub. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new armada 35 balloon catheter was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot found one nonconformance related to leaking, based on an expanded investigation the event was possibly related to manufacturing of the hub during the assembly process. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating protocol. The performance of these devices will continue to be monitored.